Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a dislodged conductor wire at the proximal end in the housing, likely causing failure of energy delivery. The instrument failed the continuity test. The conductor wire was installed back on the connector pin and passed the continuity test. The dislodged conductor wire became wedged behind the instrument release button, causing the button to become inoperable. A review of the site's system logs revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable root cause of a dislodged conductor wire on the proximal end is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument was not working. The customer used a new bipolar cord with no change. When the customer attempted to remove the instrument, one side would not detach when using the release button. The customer used an instrument release kit (irk), but the instrument still would not detach. The surgeon carefully maneuvered the instrument and was able to remove it without injury. The port incision was not increased for removal. There was no report of fragment(s) falling inside the patient. The procedure was later aborted solely due to patient anatomy.